Event description:
A healthcare worker touched a rejected wet cassette to wipe off a smear without wearing gloves and experienced a burn on the hand. The worker rinsed the contact area with water and did not seek medical attention. The symptoms resolved in one day.